Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a non-penumbra microcatheter. The physician then was unable to advance a ruby coil out of the tip of the microcatheter, and therefore the microcatheter was removed with the ruby coil inside. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.